Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, a high capture threshold resulting in a loss of capture at a high pacing rate was observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. The device was received at normal range of operation with inductive telemetry working appropriately. Functional analysis of the device was performed, including output monitoring and capture test, and there were no issues or anomalies noted. Further analysis of the device header of the right atrial (ra) and right ventricular (rv) channels did not reveal any anomalies either. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
Additional information received that the device was explanted and replaced to resolve the event.